Event description:
Reporting status: malfunction. Reporting rationale: ballooon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured during the procedure at 14 atm. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the rx powersail catheter was returned with blood and contrast visible in the hub, inflation lumen and balloon. The balloon was partially inflated. There was a longitudinal rupture in the middle of the balloon between the markers. The rupture was 2 mm long. There were no scratches found. There was no damage noted to the balloon catheter. The balloon catheter was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.